Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus) / malposition of essure: left coil appeared to perforate uterine wall and course along the isthmus and proximal tube") and abdominal pain ("severe abdominal pain") in a 31-year-old female patient who had essure (batch no. 768631) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included bipolar depression, ovarian cyst, dysfunctional uterine bleeding and nicotine dependence. Concomitant products included clonazepam (klonopin) for anxiety and hydrocodone and tramadol for pain. On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On (B)(6) 2011, the patient experienced dysmenorrhoea ("severe menstrual pain / dysmenorrhea"), migraine ("migraine headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia") and headache ("headaches"). On (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2011, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain / lower back pain"), menstrual disorder ("abnormal menstrual bleeding"), adnexa uteri pain ("ovaries pain") and pain in extremity ("leg pain"). The patient was treated with surgery (laparoscopic hysterectomy with right salpingo-oophorectomy and left salpingectomy.) And surgery (total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, abdominal pain, back pain, dysmenorrhoea, menstrual disorder, migraine, alopecia, vaginal haemorrhage, menorrhagia, dyspareunia, vaginal discharge and pain in extremity had resolved. The reporter considered abdominal pain, adnexa uteri pain, alopecia, back pain, dysmenorrhoea, dyspareunia, headache, menorrhagia, menstrual disorder, migraine, pain in extremity, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: essure was successfully implanted, without complications. Pfs- there were four noted at the right uterine cornua junction, there were found to be three at the junction(left) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: fallopian tubes were bilaterally occluded (B)(6) 2011 : CT scan of the abdomen and pelvis : essure device is noted in the uterus. The left wire appears to perforate the uterus and traverse along the cornu and proximal fallopian tube. Most recent follow-up information incorporated above includes: on 6-mar-2018: events- "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dyspareunia, perforation (uterus) / malposition of essure: left coil appeared to perforate uterine wall and course along the isthmus and proximal tube, headaches, vaginal discharge , ovaries pain, leg pain", reporter, lot number added from pfs. Concomittant and historical condition, concomittant drug added from medical record. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus) / malposition of essure: left coil appeared to perforate uterine wall and course along the isthmus and proximal tube") and abdominal pain ("severe abdominal pain") in a 31-year-old female patient who had essure (batch no. 768631- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included bipolar depression, ovarian cyst, dysfunctional uterine bleeding and nicotine dependence. Concomitant products included clonazepam (klonopin) for anxiety, hydrocodone and tramadol for pain as well as medroxyprogesterone acetate (depo-provera) and varicella virus vaccine, live (varilrix) since (B)(6) 2017. On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On (B)(6) 2011, the patient experienced dysmenorrhoea ("severe menstrual pain / dysmenorrhea / dysmenorrhea (cramping"), migraine ("migraine headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)") and headache ("headaches"). On (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2011, the patient experienced alopecia ("hair loss / hair loss"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain / lower back pain"), menstrual disorder ("abnormal menstrual bleeding"), adnexa uteri pain ("ovaries pain") and pain in extremity ("leg pain"). The patient was treated with surgery (laparoscopic hysterectomy with right salpingo-oophorectomy and left salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, abdominal pain, back pain, dysmenorrhoea, menstrual disorder, migraine, alopecia, vaginal haemorrhage, menorrhagia, dyspareunia, vaginal discharge and pain in extremity had resolved. The reporter considered abdominal pain, adnexa uteri pain, alopecia, back pain, dysmenorrhoea, dyspareunia, headache, menorrhagia, menstrual disorder, migraine, pain in extremity, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: essure was successfully implanted, without complications. Pfs- there were four noted at the right uterine cornua junction, there were found to be three at the junction (left). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: fallopian tubes were bilaterally occluded (B)(6) 2011 : CT scan of the abdomen and pelvis : essure device is noted in the uterus. The left wire appears to perforate the uterus and traverse along the cornu and proximal fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: update of information (batch is not valid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), migraine ("migraine headaches") and alopecia ("hair loss"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy). Essure was removed in (B)(6) 2017. At the time of the report, the abdominal pain, back pain, dysmenorrhoea, menstrual disorder, migraine and alopecia had resolved. The reporter considered abdominal pain, alopecia, back pain, menstrual disorder and migraine to be related to essure. The reporter commented: essure was successfully implanted, without complications. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: fallopian tubes were bilaterally occluded. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.